Event description:
During a pulmonary vein isolation procedure, it was reported that a cardiac tamponade occurred. Approximately 1600 millimeters were removed and replaced. The procedure was aborted and the patient was taken to the theaters. The patient was under general anesthesia for 2 (two) hours and condition is unknown. On (B)(4), received additional information requested from bwi representative stating that roughly at the end of the procedure, it was noticed that blood pressure suddenly decreased and on fluoro there was a decreased on the left heart movement. Tamponade was diagnosed. Blood was drained and cardiology team was contacted for support and surgical advice. Patient was taken to theatre and a perfusion was noted between left superior pulmonary vein and appendage. This was repaired with stitches and glue. Patient was out of surgery and stable. The patient will be kept over the weekend for review. The physician¿s opinion regarding the causality of this adverse event is anatomy related, therefore unrelated to procedure or device. Appendage was very thin. Roof was very trabeculated and difficult to remain in same place. In addition, patient was describe as obese.

Manufacturer narrative:
On february 16th of 2014, bwi representative from (B)(4) informed us that the initial product reported (brand name: thermocool sf nav bi-directional catheter / us catalog # bni35ddh / 510k/PMA: p030031/s025 / lot # unknown) is incorrect. The correct product information should be: brand name: thermocool sf nav bi-directional catheter, us catalog # bni35bdh, 510k/PMA: p030031/s025. This information has been updated accordingly. (B)(4).

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system, us catalog # fg540000. Lasso 2515 nav variable catheter: us catalog # ln122515ct, lot # unknown. (B)(4).